Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that inner tubing kinked/buckled.

Event description:
It was reported that prior to the implant attempt, the physician tested the helix, and it would extend correctly. However, during the implant attempt, the physician was unable to extend the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.